Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("post implant pregnancy") and premature delivery ("pregnancy with complications (premature delivery)") in an adult female patient who had essure (batch no. 802743 (r), 827623 (l)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant) and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent bilateral partial salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pregnancy with contraceptive device and premature delivery outcome was unknown and the migraine had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered migraine, pregnancy with contraceptive device and premature delivery to be related to essure. Most recent follow-up information incorporated above includes: on 24-apr-2018: plaintiff fact sheet : the product and reporter information updated. The event pregnancy with complications (premature delivery) added. Pregnancy outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain"), premature delivery ("pregnancy with complications (premature delivery)") and pregnancy with contraceptive device ("post implant pregnancy") in a 29-year-old female patient who had essure (batch no. 802743 (r), 827623 (l)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included postpartum depression, migraine, asthma and miscarriage. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), depression ("depression"), anxiety ("mental anguish"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with alprazolam (xanax), paracetamol (tylenol) and surgery (underwent bilateral partial salpingectomy on (B)(6) 2013 due to complications from the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the premature delivery, pregnancy with contraceptive device, depression, anxiety and headache outcome was unknown and the migraine and nausea had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, headache, migraine, nausea, pelvic pain, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: insertion details : essure trailing coils: left 3, right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: got confirmation . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : migraine, nausea. Most recent follow-up information incorporated above includes: on 18-jul-2018: plaintiff fact sheet received. Added treatment drugs and historical information. Added events depression, anxiety, headache, nausea, pelvic pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') in a 29-year-old female patient who had essure (batch no. 827623 inv, 802743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's medical history included postpartum depression, migraine, asthma, miscarriage, multigravida and parity 5. Concomitant products included duloxetine hydrochloride (cymbalta) since 2013. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). On an unknown date, the patient experienced premature delivery ("pregnancy with complications premature delivery"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). The patient was treated with alprazolam (xanax), paracetamol (tylenol) and surgery (underwent bilateral partial salpingectomy on (B)(6) 2013 due to complications from the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, premature delivery, depression, anxiety, headache, vaginal haemorrhage and menorrhagia outcome was unknown and the migraine and nausea had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery and vaginal haemorrhage to be related to essure. The reporter commented: insertion details : essure trailing coils: left 3, right 2. Discrepancy noted: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Discrepancy noted: essure confirmation test(s) conducted, specify . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2011: results: got confirmation. Lot number 827623 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-may-2020: pfs received: newly added events- bleeding vaginal, menorrhagia, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain"), premature delivery ("pregnancy with complications (premature delivery)") and pregnancy with contraceptive device ("post implant pregnancy") in a 29-year-old female patient who had essure (batch no. 802743) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included postpartum depression, migraine, asthma and miscarriage. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), depression ("depression"), anxiety ("mental anguish"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with alprazolam (xanax), paracetamol (tylenol) and surgery (underwent bilateral partial salpingectomy on (B)(6) 2013 due to complications from the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the premature delivery, pregnancy with contraceptive device, depression, anxiety and headache outcome was unknown and the migraine and nausea had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, headache, migraine, nausea, pelvic pain, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: insertion details : essure trailing coils: left 3, right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: got confirmation. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : migraine, nausea. Lot number 827623 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') and premature delivery ('pregnancy with complications (premature delivery)') in a 29-year-old female patient who had essure (batch no. 827623 inv, 802743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included postpartum depression, migraine, asthma, miscarriage, multigravida and parity 5. Concomitant products included duloxetine hydrochloride (cymbalta) since 2013. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2012, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). The patient was treated with alprazolam (xanax), paracetamol (tylenol) and surgery (underwent bilateral partial salpingectomy on (B)(6) 2013 due to complications from the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, migraine and nausea had resolved and the pregnancy with contraceptive device, premature delivery, depression, anxiety, headache, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery and vaginal haemorrhage to be related to essure. The reporter commented: insertion details : essure trailing coils: left 3, right 2. Discrepency noted: have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Discrepency noted: essure confirmation test(s) conducted, specify. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: got confirmation. Lot number 827623 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome updated for pelvic pain event. Event premature delivery seriousness criteria updated as serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent bilateral partial salpingectomy due to complications from the essure device). At the time of the report, the pregnancy with contraceptive device and migraine outcome was unknown. The pregnancy outcome was not reported. The reporter considered migraine and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.